Event description:
Boston scientific crm received information that during the implant procedure the physician experienced placement difficulty with the right atrial (ra) and right ventricular (rv) leads. Once the ra lead was successfully implanted, low p-wave amplitude measurements were noted. After pocket closure atrial threshold measurements showed significant elevation and the physician opted to monitor since the patient had intermittent av block. The following day the threshold measurements remained elevated, the p-wave amplitude remained low and loss of capture at maximum outputs along with ra oversensing of the ventricular qrs and t-waves were noted. Electrogram strips were sent into boston scientific technical services (ts) for evaluation. Ts confirmed the loss of capture and oversensing and suggested a chest x-ray due to concern over possible ra lead dislodgement. The boston scientific sales representative stated that the physician opted to leave the lead implanted and reprogram the device from ddd to vvi, thus electrically abandoning the ra lead. It was noted that the rv lead measurements remained in good standing. No adverse patient effects were reported.

Manufacturer narrative:
This lead was electrically abandoned and remains implanted in the patient. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated.